Event description:
During the right renal artery pta/ stenting treatment procedure, the express vascular sd 5.0x19x90cm stent dislodged from the delivery catheter. The physician could not track the stent through the stenosis as it was too calcified. The express sd catheter was then pulled back when a stent strut caught on the sheath causing the stent to dislodge from the delivery catheter. The stent then floated into the left renal artery, but was successfully retrieved. No patient injuries or complications were reported.